Manufacturer narrative:
The device was returned to the MFR but the customer comments were unable to be duplicated. The device has since been returned to the customer.

Event description:
It was reported that the saw was heating up. There was no pt involvement or adverse consequences related to this event.